Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 88 mg/dl. Reportedly, the customer was unable to clear the alarm. The customer had an alternate pump available as alternate insulin therapy.